Event description:
The complaint items were included in ophthalmic procedure kit 589713. Company has received a report covering 3 incidents. It was reported by the customer that when hydrating the wound at end, the plastic hub of the cannula shattered, leaving a third of the hub attached to the cannula and the other two thirds to the luer lok syringe. The connect on between the two was checked thoroughly, and primed before insertion into the eye. The same happened in all 3 incidents. In one incident, this caused a major problem with the procedure causing a vitreous hemorrhage.